Manufacturer narrative:
The investigation determined that higher than expected vitros intact pth (ipth) results were obtained from vitros ipth reagent lot 1650 tested with two levels of non-vitros seronorm control fluids, lot 2010905, tested on a vitros xt7600 integrated system. The assignable cause for the higher than expected vitros ipth reagent lot 1650 results was a suboptimal calibration. The cause of the suboptimal calibration was not determined. The customer performed no actions other then to recalibrate vitros ipth lot 1650 and the qc results post recalibration were as expected. There was no indication of an issue with the vitros xt7600 system and therefore, the instrument was not a likely contributor to the event.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report higher than expected vitros intact pth (ipth) results were obtained from vitros ipth reagent lot 1650 tested with two levels of non-vitros seronorm control fluids, lot 2010905, tested on a vitros xt7600 integrated system. Seronorm level 1 results of 27.3 and 26.6 pg/ml vs. The expected result of 19.0 pg/ml. Seronorm level 2 results of 141.9 and 139.6 pg/ml vs. The expected result of 90.2 pg/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The higher than expected vitros ipth results were obtained from non-patient quality control fluids and were not reported from the laboratory. The customer made no indication that patient samples were affected and there was no reported allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment 601564.